Event description:
The customer reported to beckman coulter (bec) that there was a clenz leak of approximately 2 ml from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, protective eyewear and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported event. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and observed a pinhole in tubing going through pressure valve (pv37). The fse replaced the tubing, resolving the leak. The fse also stated that multiple tubing and the clenz sensor were replaced as part of incidental service. The fse verified the instrument performance. Failure mode was attributed to a pinhole at tubing going through valve (pv37). (B)(4).